Event description:
Conducted subgingival scaling on (B)(6) 2020. In the remote location of 16 teeth, the blade 13/14 of the scaler was broken inside the gingival, embedded into the patient's subgingival, and the broken part was removed with forceps, resulting in increased blood loss and prolonged treatment time. Doctors debride and disinfect the patient's oral trauma. At present, the patient has recovered well.